Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the programmer displayed two error messages after the pump was inquired. The issue was noticed prior to implantation and the pump remained in the sterile packaging. The device was returned for evaluation.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection and electrical testing. The evaluation determined that the issue was due to a tolerance stack-up. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).